Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. A field service engineer arrived at the station, removed the back panel, checked the light emitting diodes on the controller boards, and powered the station down. A field service engineer took out the drawer controller boards and replaced them with new ones. A field service engineer removed the module controller board, substituted it with a new one, reassembled the drawer, connected the bus cable, and powered the station back up. Functions were tested in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 2.2 were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from other sources, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.